Manufacturer narrative:
This supplemental report was submitted to provide additional information from customer to MDR# 8010047-2020-10651. The endoscopy technician at the user facility further reported the intended procedure was completed with a 190 series scope. However, further details on this scope are not known. There were no issues with the scopes or maj-1430. All devices were inspected and no damage or abnormalities were observed. No errors, warnings, alarms or alerts were received. The settings were correct and the connection was secure. The investigation is ongoing; however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
The subject video processor was returned to the service center for evaluation. The evaluation confirmed the reported event as the there was no image when 180 series endoscopes were connector to the video processor. The patient board was found defective. A software upgrade to the latest version was recommended. A review of the repair history shows the unit was purchased on (B)(6) 2015 with no previous repair records. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during preparation for use of an unspecified diagnostic procedure, the evis exera iii video system processor had a start up problem as the video connector was not working when connecting 180 series endoscope. No patient injury or harm was reported.